Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/26/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested with abdominal pain and cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route and frequency were not reported) for peritonitis but the patient developed erythema due to being allergic to vancomycin. On an unreported date, the patient was switched to ceftazidime (for 3 weeks, dose and route were not reported) for peritonitis. At the time of this report, the patient was recovered after 21 days. Action taken with pd therapy was not reported. No additional information is available.